Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: hals sigmoidectomy. Event description: today at [hospital] in a hals sigmoidectomy, dr. [Name] was using gelport and the alexis sheath ripped proximal to the inner ring. It happened while he was adjusting the alexis to gain visualization. It ripped under light tension, no sharps were close to where the tear occurred. The patient was not injured. Dr. [Name] was able to continue and complete the case by opening another gelport. The gelport is available for return. Attached is a picture of the packaging with lot number and expiration date. Additional information provided by [company rep] on 25mar2026 via email: event date (B)(6), I was present for the case. Surgeon's hand was not in gelport at time of event. Surgeon's glove and gel were lubricated. The surgeon tried to reinsufflate but was unable to reseal due to the alexis being ripped. There was a ctr03 through the gelport but was not the cause of the tear. No leakage through the trocar placement site. Intervention: able to continue and complete the case by opening another gelport. Patient status: the patient was not injured.